Event description:
A customer reported that the internal paddles did not function while attempting a cardioversion procedure. The device was in use on a patient, however there was no adverse event to the patient or user.